Manufacturer narrative:
Updated information: d1 brand name updated d4 serial number updated h6 component code changed to g07003. The investigation for major bleed has been completed. No product has been returned. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 29 year-old male patient was admitted with acute decompensated heart failure. He was implanted with an impella 5.5 as a bridge to transplant. The patient experienced a gi bleed and received blood transfusions. Multiple suction events occurred secondary to blood volume drop. He was stable up until heart transplant and impella removal on (B)(6) 2026.